Event description:
During an acl procedure the endo-fix screw broke upon final fixation into the bone. The screw remains secure in the tunnel and the graft was reported as being properly fixed. The surgeon was about to clear all visible particulate from the patient. As a result, no procedural complications or delays were reported.